Manufacturer narrative:
DHR review was completed. Part: 03.812.004 ; lot: l290455; manufacturing site: (B)(4); release to warehouse date: 16.mar.2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation flow: device interaction/ functional: device condition: the returned knob was examined, and the broken piece of the applicator shaft was found stuck in the knob. The fragments were not able to be disassembled from the knob. While complaint condition replication is not possible with the received condition of the device, visual and functional inspection performed on the returned knob showed a few corroded spots on the internal thread feature of the device. Furthermore, the push to release button was noted slightly loose which could probably be the result of impact during the breakage. The shaft mating feature was not able to be inspected due to stuck condition. No new issues were noted. With the over all issues noted on the device, the complaint condition was confirmed. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and no design issues were identified. No dimensional analysis is possible due to post-manufacturing stuck and loose conditions identified on relevant portions. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: no definitive root cause could be determined. The complaint condition was able to be confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shaft was found to be broken off inside the t-pal spacer applicator knob, preventing the knob from functioning correctly. It is not known when the issue occurred. This report is for one (1) t-pal spacer applicator knob. This is report 1 of 2 for (B)(4).